Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked door latch sear. Lvp lifted keypad recall completed. Based on the findings, service determined that the probable cause of the reported issue was due to broken/damaged sear 8100. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the device history record showed the device had a manufacture date of 18oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged, infusion pump channel-keypad recall replacement. There was no patient involvement.

Event description:
It was reported by the customer that the device was broken/damaged, infusion pump channel-keypad recall replacement. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18oct2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The device has been received. And an evaluation is pending. A follow up report will be submitted, once the evaluation is completed.

Event description:
It was reported, by the customer that the device was broken/damaged, infusion pump channel-keypad recall replacement. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported by the customer that the device was broken/ damaged, infusion pump channel-keypad recall replacement. There was no patient involvement.